Event description:
It was reported that the procedure was to treat a heavily tortuous and 90% stenosed distal right coronary artery. After pre-dilatation was performed with a non-abbott balloon catheter, a 2.5 x 12 mm xience prime was being advanced to the lesion; however, there was resistance with the lesion and the device would not cross. The xience prime was removed and the tip was found to be torn. A non-abbott stent was used successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.